Manufacturer narrative:
The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event description (event details, per) - the alleged event is described as follows: ¿patient presented to the surgeon mr (B)(6) with hip pain, on investigation it was seen that the revitan prosthesis was broken and required revision. Revision took place on the (B)(6) and the broken revitan that was removed has been decoded and ready to be sent back for analysis.¿ on the per it is stated that the implantation was performed on (B)(6) 1998. Since the stem was manufactured in 2009 it is assumed that this date is not correct. An email from the sales representative, dated 21 december 2016, confirms this assumption as the email states that the implantation was performed on (B)(6) 2010. Review of received data - no surgical reports or x-rays received. Devices analysis - visual examination the connection pin of the revitan® stem is fractured in the non-blasted area approximately 4 mm below the proximal end of the distal part. The proximal fracture surface is slightly polished along the edge and shows a structure which points to a fatigue fracture starting from the lateral side. The distal fracture surface is partially polished and scratched. Along the edge at the fracture origin some blackish deposits are visible. As far as visible, macroscopically, no defects that could have favored or triggered the fracture were found on the fracture surfaces. The proximal fracture part of the connection pin is still assembled to the proximal part of the revitan® stem. The connection pin shows an almost circumferential stripe with a width up to 2 mm which appears mostly polished. Closer inspection of the stripe with the microscope (leica m216 a, eq-ID 151663) revealed polishing with a mixture of smeared metal and signs of fretting corrosion. In some areas adjacent to the stripe joins the original surface followed by the blasted area. On the anterior and posterior side some of the blasted area on the connection pin is slightly polished. On the distal part of the revitan® stem bone attachments can be observed in the anchoring region mostly in the region of the fins. Removal damage in the form of scratches, nicks and cuts can also be recognized. The face surface of the stem body is worn, damaged and polished which is most probably due to the contact with the connection pin after the fracture and/or the removal procedure. Hardly visible marks most likely deriving from the setting instrument can also be recognized. The anchoring surface of the proximal stem part shows no signs of bone attachments. On the medial side of the stem some diffuse polishing is noticeable between both ends of the two through bores. There is also some polishing on the lateral side along the distal end which is distributed on about half of the circumference . These polished areas are most likely due to a contact to bone and/or possibly some material that was e.g. Used to fix an osteotomy. Some small polished areas can be observed on the face surfaces of the proximal part which are probably due to the contact with the distal fracture part after the fracture. The sulox head and the proximal part of the revitan® stem were still assembled when the retrievals were received and were disassemble for further investigation. Some diffuse metallic smearing can be noticed on the articulation surface which probably derived from the revision surgery. The head taper shows the commonly observed material transfer from the stem taper indicating a proper fixation of the head on the stem and the material track from its removal. Conclusion: the revitan® stem was revised after approximately 6 years and 7 months in vivo due to a fracture of the connection pin. The fracture occurred due to fatigue in the non-blasted area just some millimeters below the proximal end of the distal stem part with the fracture origin located on the lateral side. Macroscopically, as far as visible, no defects that could have triggered or favored the fracture could be found on the fracture surface. It is unknown if the surface changes found on the proximal fracture part of the connection pin existed already before the start of the fracture and are associated with the fracture or developed exclusively as concomitants. The damage and polishing seen on the face surfaces of the proximal and the distal stem part are most probably due to the contact with the connection pin after the fracture and/or the removal procedure. The polishing seen on the blasted area of the connection pin¿s proximal fracture part probably derived after the fracture. Bone attachments could be observed on the distal part of the revitan® stem but not on the proximal part. In addition, the proximal part of the stem shows two areas of polishing which could probably point to loosening. It stays unknown if the polishing occurred before or after the fracture. As there is no clinical information available (e.g. Patient medical history, surgical reports or x-ray follow-up for instance to assess bone changes over time) the background of this case remains unknown. It is unknown if and to which extent the surface changes on the connection pin and the possible loosening had an influence on the sequence of events and if there were other influencing factors. Based on the retrieval investigation and the received information the reason for the fracture stays unknown. Corrective and/or preventive actions have been initiated to prevent reoccurrence of potential ¿pin breakages¿ of the revitan revision hip system in the future. Zimmer (B)(4) decided to initiate a field action in order to proactively inform the surgeons about high risk patients as they might not be aware of the explicit warning in the IFU. The action was initiated on january 13th 2017. As the actual device reported in section d is not marketed in USA, the USA/FDA is not affected from this notification. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. The actual device reported is not marketed in USA, but devices with similar characteristics (i.e. Fitmore hüft schaft a, grösse 2; ref# 01.00551.102) are marketed in USA, and therefore this report was filed. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a revitan, proximal part, cylindrical, uncemented, 55, taper 12/14 on (B)(6) 2010. Patient presented with hip pain. In investigation it was seen that the revitan prosthesis was broken and required revision. The patient underwent a revision surgery on (B)(6) 2016 due to breakage of the implant.